Event description:
It was initially reported the patient had no stimulation for the past six weeks. It had been difficult to recharge the device due to coupling or communication issues and then one day the stimulation was lost. The device was thought to have been over-discharged so several physician mode recharges were attempted. Troubleshooting was initiated to find out if the device had flipped. The device was examined under fluoroscopy which showed the device was not flipped. The patient was again seen in the clinic where it was not possible to get telemetry with the patient programmer, the recharger, or the physician programmer. The decision was made to replace the device. In 2008, the patient underwent replacement of the device. During the procedure, the leads were noted to have pulled out of the epidural space. The leads were also replaced. The ins was returned to the manufacturer for analysis. The leads were discarded at the time of surgery as there was not thought to be anything wrong with them other than them being out of position. The patient recovered without sequela.

Manufacturer narrative:
Only the ins was returned for analysis. Final device analysis results revealed - no anomaly found. The ins was recharged with no problems. Good coupling was observed with maximum efficiency bars indicated. No difficulties were encountered when communicating with either the patient or physician programmer. An overdischarge count was done which showed one overdischarge. A power on reset occurred and the device was recharged using the physician mode recharge. Good stable output was observed.